Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of a thrombus was reported where the protrack pigtail wire was used for transseptal puncture during a procedure. Following transseptal puncture, a thrombus was observed in the right atrium on the protrack pigtail wire. Heparin was administered and the clot was aspirated. The procedure was completed successfully with no further complications. The patient recovered and was discharged. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.